Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced suspected peritonitis. The patient was hospitalized for suspected peritonitis. The cause of the event, treatment details, action taken with dianeal and extraneal therapies, and the patient's recovery status were not reported. No additional information is available.

Manufacturer narrative:
Upon further investigation, the nurse clarified the patient did not experience peritonitis; therefore, the disposable device is no longer considered to have caused or contributed to the reported event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: follow up information confirmed that the patient did not have peritonitis. Three days before their death, the patient had recovered from the event of cloudy effluent. Should additional relevant information become available, a supplemental report will be submitted.